Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that after speaking with the physician¿s office on friday they were going to get back to the rep if the patient wanted to come back in for additional analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that an interrogation was conducted and it was determined that there were no issues with the device. It was unknown if the issue had been resolved. It was noted that the patient did not require any additional analysis.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2zbqh, implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 (lot: va2zbqh); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient claims that their neighbor is a cyber hacker and had figured out a way to hack their device. Patient stated that when they were on the same side of their house as the neighbor the device starts shocking them in the vagina.